Manufacturer narrative:
This report is being filed as a correction in response to an FDA request. Detailed product information was not provided to bsc. The information was not available because the product was discarded. Because further product information is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported via a physician survey that a balloon rupture occurred. A berenstein occlusion balloon catheter was selected for use to treat hepatic wedge pressures. The target location was located in the hepatic vein. During inflation, the balloon ruptured. There were no patient complications reported.

Event description:
It was reported via a physician survey that a balloon rupture occurred. A berenstein occlusion balloon catheter was selected for use to treat hepatic wedge pressures. The target location was located in the hepatic vein. During inflation, the balloon ruptured. There were no patient complications reported.